Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator touchscreen was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor and display were replaced to address the issue. During evaluation test fail occurred. The device's recalibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator touchscreen was not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.